Manufacturer narrative:
The customer did not request for service. The customer confirmed the issue was resolved after they replaced the sample probe (part number mu993400 ) and the sample syringe (part number zm011100). Beckman coulter internal identifier is case-(B)(4). Date of birth:patient demographic information was not provided. Sex: patient demographic information was not provided. Weight:patient demographic information was not provided. Ethnicity:patient demographic information was not provided.

Event description:
The customer reported erroneous high ise (ion selective electrolyte) patient results were generated on the au5800 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.